Event description:
Info rec'd states that pump had experienced error code 45.

Manufacturer narrative:
Investigation fond that pump had experienced error code 45 in pump's history. New pump software was installed. Reference recall number z-1868-2011.